Event description:
It was reported that the wireless charging pad did not charge the ilet, leading to a fully depleted ilet battery; the family attempted multiple outlets and confirmed the pad would not charge a wireless-capable phone, and they returned to mdi pending replacement. Customer care provided support that included troubleshooting and verification of power source and function with an alternate device. Investigation of this case revealed a nonfunctioning charging pad consistent with a charger not providing power. No clinical symptoms associated with the battery depletion reported. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging accessory that warranted replacement.